Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The gf-ue160-al5 video scope, serial number 7510618 was forwarded to mq for evaluation due to ¿positive culture.¿ the device was returned to the service center for evaluation. A visual inspection performed on the received device using an olympus boroscope to verify the condition of the biopsy channel. The biopsy and suction channel was inspected with the boroscope, and there was no damages, stains, or foreign material present within the channel. The scope passed the leak test. The bending section cover glue was found discolored on both ends; however more visible from the insertion tube side. A review of instrument history showed the scope has a purchase date of, (B)(6) 2015. Based on the evaluation, the cause of the reported positive culture could not be determined as no signs of foreign material or stains were found within the channels. The cause of the slight discoloration on the bending section cover glue is likely due to wear.

Manufacturer narrative:
The scope was returned and is currently pending a physical evaluation and microbial testing. The scope will be sent to an independent laboratory for microbial testing.

Event description:
The service center was informed that the scope cultured positive for microbial growth multiple times after reprocessing. The user facility reported that on (B)(6) 2019 the scope cultured positive for staphylococcus epidermis, the scope was cultured a second time on (B)(6) 2019 and tested positive for pseudomonas luteola. A third culture was performed on (B)(6) 2019 and the results revealed micrococcus luteus and staphylococcus hominis growth on the scope. There are no associated patient infections. The scope has been placed in quarantine. In addition, the user reported that pre-cleaning is being performed immediately after the procedure by the provider. The endoscope is being leak tested prior to manual cleaning using an automatic leak tester. The channel is brushed during manual cleaning with single use bw-412t brush. The scope is reprocessed in an automatic endoscope preprocessor (aer) with acecide. The last preventative maintenance (pm) for the aer was on april 2019 and no there were no issue noted. The scopes are hung in a scope cabinet with air flow attachment and hepa filter. The endoscopy support specialist (ess) conducted a reprocessing in-service on march 6th, may 8th & june 5th of 2019. The facility reported all the user facility¿s reprocessing personnel are trained on how to properly reprocess an endoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and microbial testing results. The scope was sent to an independent laboratory for microbial testing. The scope's air/water and instrument / suction channels were cultured and tested positive for staphylococcus epidermidis and kocuria rhizophila. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation.